Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis but the reported failure was confirmed but not reproduced. Remotefe logs showed the fault occurred in the field. During visual inspection, the iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu energized and cauterized and all ports recognized instruments on system. Root cause is attributed to hf current measurement is too high. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer had issues with the monopolar energy not working. At this time, it is unknown how the issue was resolved. The issue was escalated to intuitive field service. No further information was provided.